Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (128-fxxx) issue. Reportedly, the pump had a battery life issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Date of submission (B)(6) 2016 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: a review of the pump¿s black box data history showed evidence of (B)(4) call service battery alarms. These alarms are defined as post-delivery motor power supply faults. The pump was able to power up with the returned battery cap even though the cap was unable to fully tighten onto the pump. During the investigation, the load/step function failed; the motor was able to complete the "rewind" step however the motor would not "load". When the "load" was selected, the motor would not drive. The electrical current draws measured within specifications. The pump¿s cover was removed and there was evidence of additional moisture inside the pump on motor flex connector, the motor circuitry and other associated electrical components. The ¿battery life¿ complaint was unable to be adequately investigated due to internal moisture damage and an inability to complete the "load/step" steps and verify the pump¿s electrical current draws.